Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Although several attempts have been made, no medwatch 3500 or additional information has been received from the reporter. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.product not returned.

Event description:
Allegedly revised due to unknown reasons.